Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for a routine follow-up. A stored egm showed noise. The noise could not be reproduced with isometric testing. No noise was seen at a subsequent follow-up visit. Monitoring will continue. There were no adverse effects to the patient.

Event description:
New information received notes high, out of range pacing lead impedance. The lead was explanted.

Event description:
New information received notes that high, out of range high voltage lead impedance was observed. The patient was asymptomatic. Lead revision is planned.